Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: sp1a.210812.016.g973u1ueu9ixe1. Smartphone hardware: sm-g973u1. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient reported issues with a replacement pod, noting redness, swelling, and soreness at the site. Her blood glucose (bg) levels were high, reaching 386 mg/dl. She reported administering a bolus of 4.15 units. She needed to disconnect the call. Upon follow with the patient, they reported being concerned about a potential infection. On (B)(6) 2025, the patient visited the ER (emergency room) and was diagnosed with an infusion site infection. The patient reported their arm was sore arm with a lump and pus. The hcp lanced the lump and prescribed bactrim. The patient resumed treatment with a new pod on her thigh.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the pod found no damages or deficiencies that would result in infection, irritation, or swelling at the infusion site. The cause of the reported infection could not be determined.